Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was in good used condition. No visible damages. The device passed self-test. There were no error message on the screen. Motor error was found in event history log several times. Motor rate error appeared after occlusion alarm. Motor was unable to turn backwards. The root cause of the reported issue was found to be worm coupling with cracked plastic part. The technician replace faulty motor. Performed all functional and electrical safety test and the device passed. Unique identifier is unknown.

Event description:
It was reported that the motor rate error occurred. No patient injury was reported.